Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that device was received in its original packaging, has no signs of damage. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the footpedal, the electrode made an activation sound however didn¿t function on either function. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was received in the original packaging, the tip was unused and the handle assembly was in used condition. The device failed both electrical (return continuity) and functional (no activation on ablate or coag) testing. When the proximal cover was removed, the return wire was not fully connected to solder/return tube. The complaint can be substantiated. The physical complaint device has been returned to atl UK for investigation. From our internal investigation we have been able to confirm a fault with the device which would explain the reported event by the end user that the electrode did not burn at all. During the investigation the complaint device was found to fail both electrical (return continuity) and functional (no activation on ablate or coag) testing. The proximal cover of the electrode removed which revealed the return wire not fully connected to solder / return tube due to a poor solder bond. The root cause of the defect can likely be assigned to a manufacturing defect due to an inadequate solder bond being applied during manufacturing. A corrective action has been initiated to investigate this failure mode further to confirm root cause and identify any potential corrective actions. The overall complaint was confirmed as the observed condition of the vapr 3.5mm end str ea would have contributed to the complaint device issue.¿ based on the information currently available, a product issue was identified during the investigation of the sample received and attributed to a manufacturing error. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, the vapr 3.5mm end str device sounded an operating tone but did not burn at all. During in-house engineering evaluation, it was determined that the device return wire came apart. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.